Event description:
The patient had a successful hyoid suspension and recovery. At some point afterward, the patient sneezed and felt a "pop' " in the location of the hyoid suspension and felt immediate pain in that area. The patient went to the ER and the staff diagnosed a fractured hyoid bone. No additional information is available.

Event description:
The patient had a successful hyoid suspension and recovery. At some point afterward, the patient sneezed and felt a "pop' " in the location of the hyoid suspension and felt immediate pain in that area. The patient went to the ER and the staff diagnosed a fractured hyoid bone. No additional information is available.